Event description:
The user stated erroneously low ise results were generated for about 10 pt serum samples. The user provided one example. All results are in mmol per l. The initial sodium result was 105 and the initial potassium result was 2.6. The samples were automatically repeated by the analyzer due to data flags. The repeat results matched the initial results so the tech released the results. No repeat data from the original analyzer was provided. The samples were then repeated on the other modular system serial number (B) (4). The repeat sodium result was 139 and repeat potassium result was 3.4. The user stated the results were "in the process of being corrected." The user stated no patients were harmed due to the initially low results. The field service rep determined here was an air leak in the is syringe on both ise modules. He replaced the seals on both is syringes. To verify the analyzer operation, he successfully ran qc and pt samples.